Event description:
Same case as 6000093-2007-00075. It was reported that one day after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The patient initially presented with angina and abnormal stress test results. Angiography revealed two lesions in the proximal to distal right coronary artery (rca). The lesions were a type c lesion and 99% stenosed. After angiography, the patient opted for angioplasty over bypass surgery. A guide wire was advanced to the lesion site and then the lesion was pre-dilated with a 2.5mm (length unspecified) balloon. Next, two taxus express2 drug eluting (des) stents (3.00x32mm and a 3.50x12mm) were deployed in an overlapping position in the rca. The stents were post-dilated with a 3.5mm (length unspecified) balloon along the entire segment. Repeat angiography showed that stenosis was reduced from 99% type c lesion to a normal lumen. The procedure was completed and the patient tolerated it well. The next day, the patient developed chest pain that was described as a radiating pressure in both arms. EKG showed no changes. It was decided to perform angiography which showed that the rca was totally occluded right at the proximal portion by the ostium in the area of overlapping of the two previously placed stents. The lesion was crossed with guide wire and a non-bsc thrombectomy catheter was used to clear the thrombus. Timi iii flow was restored. The area was then ballooned with an unspecified balloon. There were still two hazy areas with residual clot in the mid and distal rca. Two non-bsc bare metal stents (bms) (2.00x12mm in the distal lesion and 2.00x18mm in the mid lesion) were deployed and then post-dilated with a 2.50mm (length unspecified) balloon. The proximal portion was post-dilated one additional time at high pressure. The majority of the clot was removed, but there was still an area in the rca that the physician was unable to determine whether there was residual clot or dissection present. Two more non-bsc bms were deployed (3.00x23mm and a 3.00x13mm) and a full metal jacket was used to assure the best outcome. All the stents were again post-dilated with a 3.00mm balloon. Nitroglycerine and nitroprusside were administered and the patient remained stable. Timi iii flow was restored. After the procedure, the patient was reloaded with plavix and reopro was started. Plavix was to be continued twice daily for an unspecified timeframe. The physician was unsure whether the patient had developed thrombosis due to plavix resistance or if it was related to the stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.